Manufacturer narrative:
The customer reported that their AED is flashing red and prompting a battery replace now warning. Troubleshooting of the AED with the customer identified that the AED's battery pack was expired with a labeled expiration date of 03/31/2024. The cause of the AED reporting "replace battery pack now" was related to a lack of maintenance of the AED. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
The customer reported that their AED is flashing red and prompting a battery replace now warning. The customer stated that a service code was received after a new battery pack was installed. They reported that this did not occur during patient use.